Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: patient has suffered symptoms including but not limited to groin, hip pain, popping of the hip device, elevated levels of metal ions and problems sitting, standing, and moving up and down stairs. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, sensitivity, vertical cup, and metallosis. Records are available for further review.

Manufacturer narrative:
(B)(4). Reason for original complaint: litigation papers allege: patient has suffered symptoms including but not limited to groin, hip pain, popping of the hip device, elevated levels of metal ions and problems sitting, standing, and moving up and down stairs. Update: 10/22/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, sensitivity, vertical cup, and metallosis. Records are available for further review. (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/25/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metal hypersensitvity, minimal metallosis, and malpositioned cup. The stem is being added for the alleged high metal ions, which lab results from (B)(6) 2011 prove to be high. The revision operaive note also indicated there were trochanteric wires removed, but at this time it is unknown why they were placed. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor and metal wear. Added patient identifier and medical history. Doi: (B)(6)2008 - dor: (B)(6)2011 (right hip)